Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the msm20 had a malformed clip (scissored). Another instrument was used to complete the case. There was no consequence to the pt.